Event description:
It was reported that the customer experienced a tandem mobi cartridge alarm during the cartridge loading process. The customer's blood glucose level was reported as "high," exceeding the normal limit, but the specific value was unknown. The customer managed the high blood glucose by administering a correction injection via multiple daily injections (mdi) without requiring third-party assistance. Technical support confirmed the alarm and determined that the pump should be replaced. The customer was advised to use mdi as a backup plan, provided with instructions for returning the faulty pump, and informed about the features of the new pump, including programming and connecting their continuous glucose monitor (cgm) to the replacement pump. The replacement pump was sent to the customer, accompanied by guidance on preparing the old pump for return.